Manufacturer narrative:
The lead has not yet been returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that during the implant procedure of this right ventricular (rv) lead multiple reposition attempts were performed, however, the sensing parameters were not as expected and there were high pacing thresholds. As a result, the procedure was completed with another lead. No adverse patient effects were reported. This lead has not been returned.